Manufacturer narrative:
(B)(4) retainer: black. The insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. Successfully downloaded trace/history files using thus. The adapt tool indicated abnormal behavior of the lithium backup battery loaded vlith voltage as shown on the adapt graph and confirmed low battery alarm and power loss due to heavy corrosion inside of the battery tube and on the battery tube spring not allowing the battery to maintain proper power contact with the battery tube spring and battery cap. No moisture damage on the electronic assembly (pcba 1 and pcba 2), vibrate harness assembly, motor, or force sensor noted during visual inspection. A test p-cap does lock into place inside the reservoir compartment properly. The insulin pump was received with scratched case, cracked select button keypad overlay, stained keypad overlay, keypad overlay texture damage, missing display window cover, serial number label fading, pillowing keypad overlay, case cracked behind the pump at the corner of the belt clip rails, and cracked battery tube threads.

Event description:
Information received by medtronic indicated that insulin pump had cracked on battery compartment. Customer stated the insulin pump had neither bumped nor dropped. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.